Event description:
It was reported that during the implant procedure the right ventricular (rv) lead could not be implanted due to high pace/sense impedance and a fracture was suspected. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. All electrical testing was w ithin specified parameters.